Manufacturer narrative:
The complaint of blood spilled outside of the ext set onto the patient on item mc33213 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot#13952933 was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The report stated that "piv place in ac of patient's arm, no labs needed, ext set primed with ns. Hooked tip into angio and blood flowed back immediately. The blood spilled outside of the ext set onto the patient. The nurse grabbed a 2nd ext set; the same thing happened again. 3rd ext set worked." There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion.